Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Review of the controller log files could not be performed since log files were not available for analysis. On-site inspection of the driveline cable did not reveal any abnormalities within the driveline cable. The water/fluid mentioned in the event details is the silicone fluid expected to be present within the driveline sheath. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient noticed to have small bubbles of clear fluid what patient described as "water" throughout driveline, under the outer sheath. No visible cracks or tears in outer sheath noted. There was no reported effect on the patient. The driveline remains in use. No patient complications have been reported as a result of this event.